Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter has a power issue (does not turn on). This complaint was classified based on the customer care advocate (cca) documentation. The power issue began on (B)(6) 2014 at 11 pm. The patient reported did not manage her diabetes with the subject meter at the time of concern. On (B)(6) 2014 at 8 pm, the patient indicated that she was not feeling well and had a headache. There was no report of any required hcp treatment to suggest the patient had acute complication of diabetes. The power issue was not resolved with training. There was no product misuse. The subject meter did not power on with the insert of the test strip or the power button. This complaint is being reported due to the unresolved power issue. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.